Manufacturer narrative:
Should additional information become available, a supplemental record will be file.

Event description:
The dealer stated the unit does not have the warning alarms functioning.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Controls, short circuit. Customer declined repair estimate. Return unrepaired. Complaint of "unit does not have the warning alarms functioning" was confirmed. The underlying cause is a short circuit in the controls.

Event description:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Controls, short circuit. Customer declined repair estimate. Return unrepaired. The dealer stated the unit does not have the warning alarms functioning.